Event description:
It was reported that the sieve beds on an irc5po2v concentrator are blown.per independent repair center statement, the unit was alarming or displaying a red light. The key failure was the sieve bedsbeing lown. Additional malfunctions were the valve, for the manifold, was not shifting.